Event description:
This device was implanted on (B)(6) 2010 and remains implanted at this time. High impedance was noted during lead procedure last (B)(6) 2017. The physician was dr. (B)(6) at (B)(6) hospital, (B)(6) . No other information is available this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).